Event description:
It was reported that the patient presented for remote follow-up via merlin.net with episodes of post-paced t-wave oversensing recorded on the implantable cardioverter-defibrillator. No interventions were made. The patient was stable.